Event description:
Problem involved ongoing efforts to condition rptr's contact lenses with the prescribed bausch & lomb conditioning solution so that she can see with them. Suspect contamination of a particular batch of the referenced conditioning solution. Rptr was informed by telephone in 11/98 by co that batch number gd8082 had been contaminated. During 10/98 telephone conversation co informed rptr that bausch & lomb would provide eye ctr with a coupon good for a pair of contact lenses to be fitted for rptr. In co's follow up letter of 11/3/98 co asked that she send her damaged contact lenses to bausch & lomb for inspection. Eye care ctr did receive coupon dated 11/13/98. The coupon was applied toward the cost of a three months supply of soft contact lenses commended in part to avoid any further problems which might result from conditioning gas permeable lenses with the boston conditioning solution. Rptr's eyesight has changed dramatically since she was fitted with the gas permeable contact lenses in 12/77. Eye dr has informed rptr further that if the soft contact lenses he fitted her with in 11/98, using the bausch and lomb coupon, did not allow her to see properly then she would probably have to revert to gas permeable lenses since soft lenses are not made with the power needed for her eyes. Since being fitted with the gas permeable lenses in 12/97, rptr has had considerable difficulty with nasal drainage requiring many visits to drs in attempts to correct this problem. These drs have prescribed many different medicines and remedies both by prescription and over-the-counter to stop this nasal drainage. None of these medicines or remedies corrected the problems and it is rptr's belief, after talking with eye dr that constant squinting from her inability to see clearly with gas permeable contact lenses may have been the cause of the nasal drainage. Since switching to the soft contact lenses, rptr no longer has to squint to see properly and her nasal drainage has cleared up. At the present time rptr is wearing the disposable soft contact lenses. However, she cannot see very well with these lenses, e.g., license plates, road signs, etc and apparently, her eyesight is too poor for this type of contact lens. When using these lenses rptr must constantly use 2.5 reading glasses and, as mentioned, rptr must squint to see and this causes her nasal drainage problem. After rptr first contacted co in 10/98 rptr has learned that at least one other person has had problems similar to hers after conditioning gas permeable contact lenses with boston conditioning solution.